Manufacturer narrative:
An event of paravalvular leak was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on available information, the cause of the reported perivalvular leak could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on(B)(6) 2025, a 29mm navitor valve was selected for implant using a large flexnav delivery system. The patient's computed tomography (CT) scan was "of poor quality" and "sized by several abbott people and the hospital." The measurements varied between 29mm and 35mm and the 29mm navitor was selected. Pre-dilatation was performed with a 22mm true balloon; the min diameter was 21.1 and the area derived was 25.9mm. During procedure, the implant depth at 80% was 3mm on the nc side and approximately 3mm on the lc side. When the valve was 80% deployed, "it appeared that the valve was not going to fill the annulus and significant pvl was noted." The paravalvular leak was moderate to severe and observed on angiography and via transthoracic echocardiogram (tte). No deployment or retraction issues were reported. There are no allegations of malfunction or to the sizing of the navitor valve. The navitor valve was recaptured and removed. A new 35mm navitor valve was prepped, loaded, and successfully implanted. Post-dilatation was then performed with a 28mm balloon due to pvl. The pvl was noted as trace post-procedure. The patient was reported to be alive and well.